Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("pregnancy which resulted in an abortion"), abortion spontaneous ("pregnancy which resulted in an abortion"), device dislocation ("malposition of essure device"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding(general)") in an adult female patient who had essure (batch no. C51084, (B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had difficult time placing left side,", device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 2 (((B)(6) 1999 and (B)(6) 2004)). Concurrent conditions included overweight, bipolar disorder, herniated disc and numbness in leg. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), menorrhagia ("severe menstrual bleeding"), dysmenorrhoea ("severe menstrual cramping"), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), headache ("headaches,"), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), fatigue ("fatigue"), migraine ("migraines"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: depression"), back pain ("pain lumbar"), procedural pain ("had difficult time placing left side, caused a lot of pain & discomfort") and post procedural discomfort ("had difficult time placing left side, caused a lot of pain & discomfort"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, abortion spontaneous, device dislocation, device breakage, vaginal haemorrhage, headache, genital haemorrhage, female sexual dysfunction, fatigue, migraine, bladder disorder, urinary tract disorder, dyspareunia, depression, anxiety, back pain, procedural pain and post procedural discomfort outcome was unknown and the menorrhagia, dysmenorrhoea and abdominal pain lower had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anxiety, back pain, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, post procedural discomfort, pregnancy with contraceptive device, procedural pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff was currently seeking medical attention for her symptoms. Plaintiff still suffers from the mentioned symptoms and was currently investigating. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr: new events: vaginal haemorrhage, genital haemorrhage, dyspareunia, female sexual dysfunction, device dislocation, headache, migraine, bladder disorder, urinary tract disorder, device breakage, dyspareunia, fatigue, depression, anxiety, back pain, device difficult to use, procedural pain, post procedural discomfort, device monitoring procedure not performed were added. Reporter, patient demographic information, other relevant history, product lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), embedded device ("migration of essure device location of device: embedded in the omentum and left fallopian tube"), ectopic pregnancy with contraceptive device ("pregnancy which resulted in an abortion/ ectopic pregnancy with essure"), abortion of ectopic pregnancy ("pregnancy which resulted in an abortion/ abortion of ectopic pregnancy"), bipolar disorder ("psychological or psychiatric problems-condition : bipolar") and genital haemorrhage ("abnormal bleeding(general)") in a 37-year-old female patient who had essure (batch no. C51084, cs000hw) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test", device difficult to use "had difficult time placing left side," and device ineffective "device ineffective". The patient's medical history included multigravida and parity 2 (((B)(6) 1999 and (B)(6) 2004)). Previously administered products included for an unreported indication: tradol and zofran. Concurrent conditions included overweight, bipolar disorder, herniated disc, numbness in leg, panic attack and nervous breakdown. Concomitant products included alprazolam (xanax) since 2013 to (B)(6) 2015, gabapentin and valaciclovir (valacyclovir) since 2011. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced weight fluctuation ("weight gain and loss"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("severe menstrual cramping") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 year 4 months after insertion of essure. On (B)(6) 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced headache ("headaches,") and migraine ("migraines"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("severe menstrual bleeding"), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), fatigue ("fatigue"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), depression ("depression"), back pain ("pain lumbar"), procedural pain ("had difficult time placing left side, caused a lot of pain & discomfort"), post procedural discomfort ("had difficult time placing left side, caused a lot of pain & discomfort"), anxiety ("psychological or psychiatric problems-condition : anxiety") and post-traumatic stress disorder ("psychological or psychiatric problems-condition : ptsd"). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, embedded device, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, bipolar disorder, genital haemorrhage, headache, vaginal haemorrhage, female sexual dysfunction, fatigue, migraine, bladder disorder, urinary tract disorder, dyspareunia, depression, back pain, procedural pain, post procedural discomfort, anxiety, post-traumatic stress disorder and weight fluctuation outcome was unknown and the menorrhagia, dysmenorrhoea and abdominal pain lower had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, abortion of ectopic pregnancy, anxiety, back pain, bipolar disorder, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, post procedural discomfort, post-traumatic stress disorder, procedural pain, urinary tract disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: plaintiff was currently seeking medical attention for her symptoms. Plaintiff still suffers from the mentioned symptoms and was currently investigating. She did not claim that essure worsened a previously existing injury/condition she did not allege that essure caused birth defects diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Lot number: c51084 man date: 2014-04-30 exp date: 2017-04-30. Lot number: cs000hw man date: 2015-01 exp date: 2017-10-31. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-may-2019: pfs received. Pt changed from 'device dislocation' to 'device embedment' (malposition of essure device location of device: embedded in the omentum and left fallopian tube, migration of essure device location of device: embedded in the omentum and left fallopian tube). Historical drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("malposition of essure device"), pregnancy with contraceptive device ("pregnancy which resulted in an abortion"), abortion spontaneous ("pregnancy which resulted in an abortion") and genital haemorrhage ("abnormal bleeding(general)") in an adult female patient who had essure (batch no. C51084, cs000hw) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had difficult time placing left side," device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 2 ((26feb1999 and 18nov2004)). Concurrent conditions included overweight, bipolar disorder, herniated disc and numbness in leg. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), menorrhagia ("severe menstrual bleeding"), dysmenorrhoea ("severe menstrual cramping"), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), headache ("headaches,"), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), fatigue ("fatigue"), migraine ("migraines"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression (" depression"), back pain ("pain lumbar"), procedural pain ("had difficult time placing left side, caused a lot of pain & discomfort") and post procedural discomfort ("had difficult time placing left side, caused a lot of pain & discomfort"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, headache, genital haemorrhage, female sexual dysfunction, fatigue, migraine, bladder disorder, urinary tract disorder, dyspareunia, depression, back pain, procedural pain and post procedural discomfort outcome was unknown and the menorrhagia, dysmenorrhoea and abdominal pain lower had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, back pain, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, post procedural discomfort, pregnancy with contraceptive device, procedural pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff was currently seeking medical attention for her symptoms. Plaintiff still suffers from the mentioned symptoms and was currently investigating. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Lot number: c51084 man date: 2014-04-30 exp date: 2017-04-30. Lot number: cs000hw man date: 2015-01 exp date: 2017-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("malposition of essure device"), ectopic pregnancy with contraceptive device ("pregnancy which resulted in an abortion/ ectopic pregnancy with essure"), abortion of ectopic pregnancy ("pregnancy which resulted in an abortion/ abortion of ectopic pregnancy"), genital haemorrhage ("abnormal bleeding(general)") and bipolar disorder ("psychological or psychiatric problems-condition : bipolar") in a 37-year-old female patient who had essure (batch no. C51084, cs000hw) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had difficult time placing left side,", device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida and parity 2 (B)(6)1999 and (B)(6)2004)). Concurrent conditions included overweight, bipolar disorder, herniated disc, numbness in leg, panic attack and nervous breakdown. Concomitant products included alprazolam (xanax) since 2013 to (B)(6)2015, gabapentin and valaciclovir (valacyclovir) since 2011. On (B)(6)2015, the patient had essure inserted. In (B)(6)2016, the patient experienced weight fluctuation ("weight gain and loss"). On (B)(6)2017, the patient experienced dysmenorrhoea ("severe menstrual cramping") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 year 4 months after insertion of essure. On (B)(6)2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6)2017, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6)2018, the patient experienced headache ("headaches,") and migraine ("migraines"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), menorrhagia ("severe menstrual bleeding"), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), fatigue ("fatigue"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), depression ("depression"), back pain ("pain lumbar"), procedural pain ("had difficult time placing left side, caused a lot of pain & discomfort"), post procedural discomfort ("had difficult time placing left side, caused a lot of pain & discomfort"), anxiety ("psychological or psychiatric problems-condition : anxiety"), bipolar disorder (seriousness criterion medically significant) and post-traumatic stress disorder ("psychological or psychiatric problems-condition : ptsd"). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, device dislocation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, vaginal haemorrhage, headache, genital haemorrhage, female sexual dysfunction, fatigue, migraine, bladder disorder, urinary tract disorder, dyspareunia, depression, back pain, procedural pain, post procedural discomfort, anxiety, bipolar disorder, post-traumatic stress disorder and weight fluctuation outcome was unknown and the menorrhagia, dysmenorrhoea and abdominal pain lower had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, abortion of ectopic pregnancy, anxiety, back pain, bipolar disorder, bladder disorder, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, post procedural discomfort, post-traumatic stress disorder, procedural pain, urinary tract disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: plaintiff was currently seeking medical attention for her symptoms. Plaintiff still suffers from the mentioned symptoms and was currently investigating. She did not claim that essure worsened a previously existing injury/condition she did not allege that essure caused birth defects diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Lot number: c51084, man date: 2014-04-30, exp date: 2017-04-30. Lot number: cs000hw, man date: 2015-01, exp date: 2017-10-31 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: events added- psychological or psychiatric problems-condition : anxiety/ bipolar/ptsd and weight gain and loss. Pregnancy outcome changed from spontaneous abortion to not applicable. Concomitant products added. Event coding changed from pregnancy with contraceptive device to ectopic pregnancy with contraceptive device, abortion spontaneous to abortion of ectopic pregnancy. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), embedded device ('migration of essure device location of device: embedded in the omentum and left fallopian tube'), ectopic pregnancy with contraceptive device ('pregnancy which resulted in an abortion/ ectopic pregnancy with essure'), abortion of ectopic pregnancy ('pregnancy which resulted in an abortion/ abortion of ectopic pregnancy'), bipolar disorder ('psychological or psychiatric problems-condition : bipolar') and genital haemorrhage ('abnormal bleeding(general)') in a 37-year-old female patient who had essure (batch no. C51084, cs000hw) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test", device difficult to use "had difficult time placing left side," and device ineffective "device ineffective". The patient's medical history included multigravida and parity 2 (B)(6) 1999 and (B)(6) 2004)). Previously administered products included for an unreported indication: tradol and zofran. Concurrent conditions included herniated disc since 2012, overweight, bipolar disorder, numbness in leg, panic attack and nervous breakdown. Concomitant products included alprazolam (xanax) from (B)(6) 2013 to (B)(6) 2015, gabapentin, medroxyprogesterone acetate (depo provera) and valaciclovir (valacyclovir) since 2011. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), heavy menstrual bleeding ("severe menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In (B)(6) 2016, the patient experienced weight fluctuation ("weight gain and loss"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("severe menstrual cramping") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 year 4 months after insertion of essure. On (B)(6) 2017, the patient experienced back pain ("pain lumbar"). On (B)(6) 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced headache ("headaches,") and migraine ("migraines"). On (B)(6) 2018, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), depression ("depression"), procedural pain ("had difficult time placing left side, caused a lot of pain & discomfort"), post procedural discomfort ("had difficult time placing left side, caused a lot of pain & discomfort"), anxiety ("psychological or psychiatric problems-condition : anxiety") and post-traumatic stress disorder ("psychological or psychiatric problems-condition : ptsd"). The patient was treated with surgery (bilateral salpingectomy, surgical removal of coil). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, bipolar disorder, genital haemorrhage, headache, vaginal haemorrhage, female sexual dysfunction, fatigue, migraine, bladder disorder, urinary tract disorder, dyspareunia, depression, back pain, procedural pain, post procedural discomfort, anxiety, post-traumatic stress disorder and weight fluctuation outcome was unknown and the heavy menstrual bleeding, dysmenorrhoea and abdominal pain lower had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, abortion of ectopic pregnancy, anxiety, back pain, bipolar disorder, bladder disorder, depression, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, migraine, post procedural discomfort, post-traumatic stress disorder, procedural pain, urinary tract disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: plaintiff was currently seeking medical attention for her symptoms. Plaintiff still suffers from the mentioned symptoms and was currently investigating. She did not claim that essure worsened a previously existing injury/condition she did not allege that essure caused birth defects current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Lot number: c51084 man date: 2014-04-30 exp date: 2017-04-30. Lot number: cs000hw man date: 2015-01 exp date: 2017-10-31. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2021: medical record received. Reporter information, concomitant drug, lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.